Event description:
It was reported that the patient underwent a revision procedure due to unable to inflate the device with an inflatable penile prosthesis (ipp). Following a CT scan the physician noted no fluid in the reservoir. The ipp remains implanted and active and is scheduled to be revised.

Event description:
It was reported that the patient underwent a revision procedure due to unable to inflate the device with an inflatable penile prosthesis (ipp). Following a CT scan the physician noted no fluid in the reservoir. The ipp remains implanted and active and is scheduled to be revised. Additional information was reported that the ipp cylinder, pump, and reservoir was explanted on (B)(6) 2020 and a new ipp cylinder, pump, and reservoir was implanted.

Manufacturer narrative:
Device analysis: an allegation related to an inflation issue was reported. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The pump was unable to be functionally tested as contamination was present. Product analysis was unable to confirm a device malfunction nor the reported events. The pump was unable to be functionally tested as contamination was present. The product record review confirmed the reported events do not represent an unanticipated event. An investigation conclusion code of cause not established was chosen as the most probable cause, as product investigation failed to confirm the reported events with the pump unable to be functionally tested. The product analysis results, and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent a revision procedure due to unable to inflate the device with an inflatable penile prosthesis (ipp). Following a CT scan the physician noted no fluid in the reservoir. The ipp remains implanted and active and is scheduled to be revised. Additional information was reported that the ipp cylinder, pump, and reservoir was explanted on (B)(6) 2020 and a new ipp cylinder, pump, and reservoir was implanted.